Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, when arrived at the customer site found the helium tanks empty. To fix the issue the fse replaced the gasket safety disks as well as the helium regulator which corrected the helium leak. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.